Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an air in line alarm. Patient involvement is unknown.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The cause of the customer reported problem was the air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector, and the pump passed all functional tests and performed as intended after repair. H2) correction: a1-a2 and a4-a6 corrected. F code f26 corrected to f27.